Manufacturer narrative:
(B)(6): a visual examination of the returned device found residue on the device indicating procedural use. The guidewire lumen (side-car) was presented push-back and the sheath was found to be buckled. Functionally the basket failed to extend due to the damage noted to the sheath by allowing the coil assembly to move freely and slide distally when an attempt is made to extend the basket. The basket was manually extended and retracted and the wires were found to be even spaced and not deformed. The condition of the returned incident device was consistent with the complaint that the basket won't open. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back and the sheath was buckled. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after successfully crushing one stone the basket failed to fully open. It is unknown whether a stone was in the basket while they were trying to open it. The procedure was completed with another trapezoid rx lithotripter compatible basket device. No damage was noted with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.